Manufacturer narrative:
The customer reported that when reviewing the error log, they found an error stating "unable to build annotation". The device was shipped to spacelabs healthcare for further evaluation. A spacelabs healthcare equipment service center (esc) technician evaluated the device where they were unable to duplicate the reported issue with preliminary testing. At this time, the cause of the reported issue could not be determined. Should additional information be obtained, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that while monitoring a patient on a xprezzon bedside monitor, the patient's parameters disappeared. There was no patient or user harm associated with this event.